Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. For this final lot, (B)(4) 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the components lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the products acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record reviews, the root cause for the leaky trocar cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported leaking valved trocars during several procedures. The doctor informed that the trocars were inserted in the sclera without any issue, but when they were fixed, there were noticed to be lost and there were no valves. There were surgery delays and they were performed as a non-valved surgeries. For this patient, he had to change the pak. Additional information has been requested . This is one of two reports being filed for the same issue. This report is for the first patient.